Event description:
The reporter stated the surgeon was inserting a 13.2mm micl 13.2 implantable collamer lens and the front haptic tore. The lens was partially inserted and was removed with no patient injury, no incision enlargement or sutures. The backup lens was implanted.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No - lens not returned. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product found the lens optic and one haptic torn. The lens was returned in liquid. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).